Event description:
A dialysis home patient's mother reported a system error 2240 alarm in drain 1/5 during treatment using homechoice device. When the alarm was called in, the patient's mother reported the patient line of the homechoice set had disconnected from the patient's transfer set. However, it is unclear as to how this may have occurred. The patient was instructed to discontinue treatment at the time of the alarm. There was no patient injury and no medical intervention associated with this incident reported by the patient's mother.